Event description:
Medtronic received a report that a follow-up imaging study on (B)(6) 2025 showed a new infarct likely caused by post-procedural blee ding. This was presumed to be due to the anticoagulant medication the patient was taking for atrial fibrillation. After discontinuing some of the noac medications, a follow-up imaging study on (B)(6) 2024 indicated a trend of bleeding resolution. This adverse event (ae) occurred post-procedure. This is not a recurrent or new stroke. Ae was not related to the disease under study and was possibly related to an underlying condition or disease. Ae did not result from a device deficiency. The site assessed this ae did not lead to congenital anomaly, death, disability, hospitalization, or medical intervention and was not considered life-threatening. The site assessed ae as not related to the study device, and possibly related to the study procedure. The outcome status is recovered/resolved with sequelae with an outcome date of (B)(6) 2025. Additionally, the patient was discharged on (B)(6) 2025 but was re-admitted through the emergency room on (B)(6) 2025 due to complaints of headache. Follow-up tests revealed a recurrence of bleeding tendency, leading to discontinuation of the anticoagulant medication for atrial fibrillation. A brain CT on (B)(6) 2025 showed reduced bleeding. After resuming lixiana, a follow-up brain CT was performed on (B)(6) 2025, which showed no issues, and the patient was subsequently discharged. Ae was probably related to the disease under study and probably related to an underlying condition or disease. Ae did not result from a device deficiency. The outcome status is recovered/resolved with sequelae with an outcome date of (B)(6) 2025. The site assessed this ae did not lead to congenital anomaly, death, disability, hospitalization, or medical intervention and was not considered life-threatening. The site assessed this ae as not related to the study device or study procedure. Sponsor assessed this event as possibly related to the study procedure. Patient's baseline modified rankin scale (mrs) score was 0, national institutes of health stroke scale (nihss) score was 15. The pre-procedure mtici score was 0, final post-procedure mtici score was 3. Ancillary devices include a flowgate 2 8f x 95 balloon guide catheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported causality assessment provided as : not related to procedure, not related to devices, probable related to disease under study, probable related to underlying condition or disease, the rationale for the relationship to system or procedure: this ae is related to the anticoagulant medication for atrial fibrillation. Baseline lesion was a middle cerebral artery (mca), m1 right.